Event description:
The customer identified falsely elevated architect total b-hcg results for one patient. The following was provided: (B)(6) 2022 patient ID (B)(6) initial result 1178.68 miu/ml. (B)(6) 2022 new sample <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and performed troubleshooting procedures including cleaning of crystals from the diverter, load and unload - moulded base (rohs) (7-205671-02-021-u). The part was cleaned, and the issue resolved. A review of service history for the architect i2000sr serial number (B)(4) revealed no additional no additional erratic or discrepant patient results reported for (B)(4), nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the diverter, load and unload - moulded base (rohs) (7-205671-02-021-u) did not identify any trends. Review of tracking and trending for the arc i2000sr inst serial number (B)(4) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the diverter, load and unload - moulded base (rohs) (7-205671-02-021-u) or the architect i2000sr serial number (B)(4) was identified.